Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5018244, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5018060, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components will not be returned by the medical facility.